Event description:
According to the reporter, during an acetabulum fracture procedure, the weld on rivet point between the two pieces of the reduction forceps broke while the surgeon was trying to reduce the fracture. The broken fragment was retrieved and discarded. The surgeon used another reduction forceps to complete the procedure with no further problems. No adverse effect to the patient.

Event description:
This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. Manufacturing visual evaluation noted the center pin had sheared off the device. The forceps corresponded to the drawings and processes at the time of manufacture. The damaged exhibited on the device is indicative of too much force applied to the pin causing it to break. The product development evaluation received the product in two separate pieces. There were normal signs of wear due to use and resterilization. The pivot hinge has sheared off, flush with the instrument. The sheared off piece was not returned. This instrument has had previous complaints where the hinge has been broken during use. The investigation revealed that the robustness of the pivot connection was not adequate, making the connection of the pivot point not robust enough to handle the loads applied. In response to previous similar complaints, a manufacturing change to the pivot point connection has been initiated to address the broken hinge condition.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.